Manufacturer narrative:
It was reported that a patient underwent a procedure with an octaray mapping catheter. After the procedure, char was adhered to the electrode of the octaray mapping catheter when confirming catheter removal. Octaray mapping catheter was in place at the time of ablation. No action was taken for the issue because it occurred after the procedure. There was no patient consequence reported. Additional information was received. It was located on the tip electrode. No neurological symptoms observed since the procedure was completed. The device evaluation was completed on 26-jul-2023. The device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected, and char/thrombus/clot attached on the electrodes of the device's tip was observed. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the ¿char/thrombus/clot" issue. -investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the ¿irrigation tube was found folded at the tip section¿ issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with an octaray mapping catheter and a thrombus/clot issue occurred. After the procedure, char was adhered to the electrode of the octaray mapping catheter when confirming catheter removal. Octaray mapping catheter was in place at the time of ablation. No action was taken for the issue because it occurred after the procedure. There was no patient consequence reported. Additional information was received. It was located on the tip electrode. No ablation catheter reported with char. No error message observed. No issue occurred related to temperature or flow as this is an octaray mapping catheter. No generator connected when using. No neurological symptoms observed since the procedure was completed. The patient was anticoagulated during the procedure. Act was maintained 300-400sec. Heparinized normal saline was used with pressurized bag according to instructions for use (IFU). The event was assessed as MDR reportable for a thrombus/clot on the octaray mapping catheter.